Manufacturer narrative:
Clavicle crush damage was found at 29.0 cm to 31.2 cm from the distal tip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came to hospital due to inappropriate high voltage therapy. During device replacement, a lead insulation anomaly was observed. The lead was explanted and replaced. The patient's condition is fine after the event.